Event description:
Information was received from a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim fecal incontinence. It was reported that whenever they get a little twinge that they have to go to the bathroom, the place where the battery is spasms and their legs hurt for about a minute and then everything is ok. It spasms on their back and their leg hurt for seconds and then it's all gone. The issue started last night in the middle of the night. The patient had not had any falls. The patient was advised to keep track of when they feel the spasms at the implant site and see if it's during different positional movements. The patient's relevant medical history included patient said they went in this morning and increased the stimulation from .8ma to .7ma and they were going to see what happened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.